Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced intermittent alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of the system controller alarming was confirmed and reproduced during analysis. The eval of the system controller revealed one broken inner conductor. The black power cable was found to have a damaged/severed brown (battery fuel gauge signal) inner wire. Movement of the black power cable at the connector end resulted in low battery and power cable disconnect alarms as well as interruption in pump support while connected to the power module. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/1001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.